Manufacturer narrative:
(B)(6)

Event description:
It was reported that after caesarean section, a patient used cicacare. After 3 or 4 days, she got hives on her feet, which spread to her neck. These were healed with an unknown allergy medicine.